Event description:
It was reported that the patient never had therapeutic effect. The patient was also having back pain. The patient was reportedly miserable and ¿had no control at all¿. The reporter indicated that the patient was ¿bombarded with bladder infections¿. It was noted that the device had been reprogrammed previously. The patient wanted to speak with their healthcare provider to have the device removed. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va05mps, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).